Manufacturer narrative:
During inspection and testing, service found the main body rotated due to internal damage but the image did not rotate. A review of the device history record found no deviations that could have caused or contributed to the image rotation issue. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, a root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issues (damaged coupler and noisy image) were not confirmed during testing. In addition, the cable boot came off, rotation of the main body was heavy, and there was water infiltration on the lens. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the coupler on the subject device was damaged and there was noise in the image although the subject could be recognized. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the main body rotated due to internal damage but the image did not rotate. This report is being submitted for the malfunction found during evaluation (image does not rotate). There was no harm or user injury reported due to the event.